Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. Philips fse (field service engineer) confirmed the reported issue. The fse found the distribution panel, interconnections defective. The fse replaced the distribution panel. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the display is not switching on. The device was not in use on a patient, therefore, there was no patient involvement. The event date was not specified; estimate used.